Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. Failure analysis found the primary failure of a broken pitch cable to be related to the customer reported complaint. The cadiere forceps instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis and the missing crimp was approximately 0.046¿ x 0.032". The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the broken pitch cable was attributed to a component failure and related to device design. A review of the instrument log for the cadiere forceps (470049-06/n101911040155) associated with this event has been performed. Per logs, the cadiere forceps was last used on (B)(6) 2021 on system sk0863. The alleged instrument had 1 use remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the last procedure was provided for review. Based on the information provided at this time, this complaint is being reported based on the failure analysis findings. A cadiere forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during central processing, the 8mm cadiere forceps instrument cable was sticking out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has performed follow-up to attempt to obtain additional information. However, as of the date of this report, no further details have been provided.

Manufacturer narrative:
This supplemental MDR was being submitted in order to correct the isi aware date to (B)(6) 2021.

Event description:
Refer to h10/h11 for follow-up information.